Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's bladder was hurting and having severe spasms and the patient felt like she did before the implant. The patient noted that she was unsure how to use the programmer. The patient mentioned that the screen kept telling her to synch and the patient changed the batteries and the programmer worked. The patient confirmed the settings on program 4 at 1.5v and the ins was off. The patient turned the ins on and increased the settings to 1.6v. The patient was redirected to their health care professional and the patient described the event as sudden. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the bladder was hurting because she turned her stimulator off. It was noted that the issue was resolved. There were no further symptoms or complications reported or anticipated.